Manufacturer narrative:
This adverse event is being submitted shortly after the company completed an internal retrospective review process of historic records.

Event description:
The reported event is related to a procedure that was performed at 'desert regional medical center', california us, on (B)(6) 2016. The procedure was performed successfully with no complications. Furthermore, the report mentioned that the sterile cover for the rbt device from the disposable kit had a hole in it.